Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. Phillips field service engineer (fse) clarified the reported issue to: "the user reported low tidal volume while ventilating the patient". The fse could not confirm or duplicate the reported fault. The fse inspected the unit, ran the short self test (sst) and extended self test (est) and both passed to resolve the reported malfunction.

Event description:
The customer reported that the ventilator/blood pressure is too high, damp volume low. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 22jan2019, sn :(B)(4), date rec¿d by MFR : 18jan2019 . Received serial number from customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.